Event description:
It was reported that the preface sheath was perforated and its tip came off during a case. Also reported that the guidewire went through the perforation. The issue was noticed when it was inside the pt's body. There was no part of the sheath left inside the pt's body. It was unclear if the issue was noted prior or after getting the catheter/dilator out of the sheath. It was also unspecified if the physician felt resistance during insertion or removal of the preface sheath.

Manufacturer narrative:
Product was discarded by the facility/not returned for investigation. (B)(4).